Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 25.8 mmol/l. It was reporter the patient was hospitalized and was treated with insulin via injection and intravenous fluids. It was reported that the patient had bolused for the elevated blood glucose, and that the patient was suffering from an unrelated illness that may have affected their blood glucose levels. No further information was provided and troubleshooting could not be completed. Follow-up attempts to contact the patient were unsuccessful. This complaint is being reported because a device malfunction or device use-error could not be ruled out as a cause or contributing factor in the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the black box showed the daily insulin delivery totals matched the user's programmed basal rates. No activity outside of normal use was found in the black box or download history. The pump passed delivery accuracy testing and was delivering within range. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.